Manufacturer narrative:
The complaint is inconclusive due to no sample returned for evaluation. The instructions for use were found to be adequate and the following instructions are indicated: (B)(4).

Event description:
(B)(4). It was reported that there was an instance where a foley catheter was found outside the bladder during surgery. It is believed that the foley had been placed incorrectly due to the patient's pregnancy. Additional surgical procedures were necessary.